Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on available information, definitive cause for the reported gripper actuation could not be determined.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve, but the grippers would not come down. The clip was not implanted and the cds was removed. A new cds was used completed the procedure successfully. Three clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported gripper actuation issue could not be tested in the testing environment as the gripper line was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, definitive cause for the reported gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na